Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the white septum material on the cartridge was damaged. Additionally, a minimum fill notification occurred when the cartridge was filled with 160 units of insulin. A cartridge change was performed to resolve the issue. Customer's blood glucose level was 124mg/dl.